Event description:
Surgeon was using mitek vapr side effect electrode during shoulder arthroscopy procedure. A piece of the electrode tip broke off in the joint. The piece was retrieved from the joint.